Event description:
The surgeon felt that the trigger on the device seemed stiff and didn't seem to be sealing the larger vessels as expected. A second device was opened to complete the procedure. Per hospital, the manufacturer provided a returns good authorization number and product return packaging.